Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, and after the left ventricular (lv) lead was successfully placed, the physician experienced a lot of resistance while withdrawing a competitor guidewire from the lumen of the lead. The physician then attempted to re-advance the guidewire, and withdraw a second time while applying a lot of pressure. It was observed that a small portion of the guidewire was left inside the lumen of the lead, and the lead had been re-shaped proximal to the pacemaker. Electrical measurements remained stable, and so the physician decided to stay with this lead. The lv lead remains in use. No patient complications have been reported as a result of this event.